Event description:
It was reported that during a da vinci-assisted surgical procedure, the tenaculum forceps instrument had something broken inside and a loose wire. The procedure was completed with no reported injury. Evaluation of the returned device found a broken distal pitch cable at the distal end. Isi followed up with the initial reporter and obtained the following additional information: no further information was obtained about the complaint.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have a dislodged flush tube guide at the proximal end in the housing. Further evaluation found the tenaculum forceps instrument with a broken distal pitch cable at the distal end. The broken cable segment that contained the crimp was still installed in the clevis. Excessive amount of dried residue was found around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.